Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with noise on the rv lead. Fluoroscopy did not reveal externalization. The lead was planned to be capped and replaced. The patient was stable. No further information is available.